Manufacturer narrative:
The device was not returned for evaluation however; a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a convergent procedure via subxiphoid approach with concomitant left atrial appendage exclusion. The epi-sense cannula (csk-6131) was placed and as the surgeon repositioned the cannula to identify landmarks, an injury to ivc occurred. The procedural approach was converted to median sternotomy, and the injury was successfully repaired. The procedure was then completed, utilizing an encompass clamp and an ach245 clip device. There was no reported device malfunction, and the adverse event was the result of a procedural complication.